Event description:
Boston scientific crm received information that this device was associated with a fault code for failing to complete charging for a therapy episode within the device time limit. A boston scientific field representative reported the patient presented to an emergency room with syncope and ventricular fibrillation (vf), and cardiopulmonary resuscitation was delivered when a pulse could not be detected. The device detected the vf and began charging, but timed out before fully charging and delivering a shock. The patient returned to a vf arrhythmia, which the device detected; following a 6.7 second charge time, the device delivered a 41-joule shock that successfully converted the patient. The patient was connected to an external defibrillator, but did not experience any subsequent vf episodes. Interrogation showed the device had reached end of life (eol) battery status eight days prior to the episode, and had declared elective replacement indicator (eri) status 4.1 months before the episode. The device was replaced the next day with no additional adverse effects reported.

Event description:
Analysis of the returned device is pending.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted no anomalies on the device body or header. Review of the recorded data from device operations confirmed the device declared eol status while implanted; eol was declared due to battery voltage. When received at our laboratory, the device was in storage mode due to battery depletion. Based on the review of the device memory log data, the clinical observation of the fault code likely resulted from an extended charge time due to the low battery voltage condition. The memory log analysis also shows the device was capable of delivering both bradycardia and tachycardia therapies while implanted. The device was then opened and connected to an external power supply for additional testing, and met specifications for device functionality.

Manufacturer narrative:
This report will be updated if additional information is received or if the device is returned for analysis.